Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with his blood glucose reading as control solution on his onetouch verio iq meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on evening of (B)(6) 2012. The patient manages his diabetes with oral medication. The patient reportedly skipped his usual dose of metformin pills. About 15 minutes after the start of the alleged issue, the patient claims he felt symptoms of sweating and sick. Additional treatment was not specified. At the time of troubleshooting, the cca walked the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.